Event description:
It was reported that the left ventricular caused the patient to experience diaphragmatic stimulation. The lead was capped during a procedure to downgrade the patient to a single chamber ICD system.